Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy due to sui. The patient experienced pain, erosion of her internal bodily tissue, infection, bowel problems, urinary problems, dyspareunia and other injuries following the procedure. The patient underwent multiple surgeries and revisionary procedures. It was reported that patient underwent mesh explants on (B)(6) 2013 and (B)(6) 2013 for mesh erosion. (B)(4).